Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was admitted for left hand weakness, suspected to be due to a transient ischemic attack (tia). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, tia is a known potential complication associated with the implantation of a vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for left hand weakness, suspected transient ischemic attack (tia). A cardiac computerized tomography (CT) scan revealed no obstruction. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed that 52 low flow alarms were logged since 28/jun/2020. Information provided by the site indicated that the patient was admitted for left hand weakness, suspected to be due to a transient ischemic attack (tia), which resolved. Additionally, the patient was suspected to be hypertensive; the patient¿s antihypertensives were increased. Of note, it was reported that the patient had a history of hypertension. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, tia and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b1: section was corrected from adverse event to adverse event & product problem. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions, and the performance of the vad. Correction b6: laboratory data was corrected to include the diagnostic testing results. Correction h6: patient ime code was updated. FDA device code was corrected from a24 to a1412. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for left hand weakness and suspected transient ischemic attack (tia). Review of logfiles showed that the ventricular assist device (vad) exhibited multiple low flow alarms starting eleven (11) days prior to admission. The patient has a history of hypertension (htn) and htn was suspected of causing the low flow alarms. It was noted that the patient¿s antihypertensives were increased a month ago and mean arterial pressure (maps) have been approximately 80-90. A cardiac computerized tomography (CT) scan was done for the increased low flows and revealed no obstruction. The patient¿s antihypertensives were increased again and neurology was consulted for tia workup. The tia resolved and the vad low flow alarm limit was adjusted. The vad remains in use. No further patient complications have been reported as a result of this event.